Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that they put in a new sensor yesterday morning. Customer also stated that the pump kept alarming that they were low and it went into threshold suspend. Customer's blood glucose was 200 mg/dl and their sensor glucose was 340 mg/dl. Customer corrected with the pump and their sensor glucose went down to 206 mg/dl. Troubleshooting was performed and the customer was advised to wait at least 2 to 4 hours and then turn the sensor feature back on and perform reconnect old sensor. Customer stated that they will follow the steps.